Manufacturer narrative:
This follow-up MDR is created to document the additional patient, event, and device information. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.(B)(4). "Nocturia" coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information, as reported to coloplast though not veriried, indicated the patient developed dyspareunia (2009). Patient describes vaginal pain as severe and has not been sexually active for 4 years. Stress and urge incontinence, polyuria, patient describes loss of drops of urine with coughing sneezing laughing in conjunction with nocturia and frequency all for the last 5 years after a cesarean section. Patient is positive for exposed mesh in vagina. During (B)(6) 2017 surgery the sling was noted to be completely eroded through the vaginal mucosa to the right of the midline. The sling was grasped and loosened from lateral adhesions and removed. The vaginal mucosa edges of the erosion were roughened to aid reapproximation.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the legal representative stated patient experienced severe and debilitating pain, dyspareunia and mesh erosion some time after implant. Patient suffered, and continues to suffer, serious bodily injury and harm including surgical removal of the pelvic mesh. The patient continues to receive medical treatment and is anticipated to undergo further surgeries to remove more mesh.